Event description:
A malfunction was reported on the pump, with the caller noting no significant events prior to the issue. The malfunction code displayed was malf 12, which was resettable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset instructions to the caller, who successfully reset the pump. The malfunction code did not recur, and the customer was advised to continue using the pump while also being instructed to call back if any issues reoccurred. The caller understood and acknowledged these instructions.